Event description:
Patient and spouse stated they tried a premix cassette (lot/serial number and expiration date not provided, unknown if cassette is under a lot number or serial number designation.) On their legacy pump however it kept saying, high pressure all 3 times that they kept trying and when they switched to a different cassette the alarm no longer sounded. No lines kinked, spouse requesting "refill on the premix since one cassette is now unusable. No further information, dates, or details reported. Manufacturer of cassette is unknown. Did the product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No, if yes, was any medical intervention provided? N/a. Is the actual cassette available for investigation? No, did we replace cassette? Yes, did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, if no, what was the pt instructed to do in able to continue their infusion? Yes, if no, what was the patient instructed to do in able to continue their infusion? N/a, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved. Resolved? Ongoing? Reported to (B)(6) by: patient/caregiver.